Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery(pta). After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 2 atmospheres after being inflated for 2 seconds. The device was completely removed from the patient. This device was exchanged with a 1.5mm-20mm coyote¿ es1 balloon catheter. Additional dilation was performed with a 2.5mm-40mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.